Manufacturer narrative:
The investigation was conducted on the returned distal tip of the complaint device. The complete device was not returned to stryker sustainability solutions (sss) for evaluation. Visual inspection revealed biological material was observed on the returned distal tip of the inner rod of the device indicating the device was used clinically, and the distal tip of the inner shaft was also observed to be broken and detached. Evaluation of the distal tip of the inner shaft observed the cutting edge teeth to be bent and damaged towards the bottom. Slight galling was observed on the back of the distal tip. The results of the investigation performed indicated that the returned device was observed to have a broken/detached distal tip on the inner shaft, substantiating the facility¿s reported issue. Based on the damage on the distal tip, and the slight galling observed, the most likely causes for the reported issue were determined to be: the arthroscopic shaver may have come into contact with staples, clips or another metal object, resulting in damage to the blade; and/or excessive lateral forces exerted on the device during clinical use may have caused the teeth of the inner shaft to contact the cutting edges of the outer shaft, causing the teeth to catch on the outer shaft as the device rotated, and the observed galling and damage to the device. Product surveillance will continue to monitor complaints of this type for adverse trends. Stryker sustainability solutions instructions for use (IFU) states: "do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." "Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force." "Do not apply excessive pressure or ¿side-load¿ the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates." The lot control sheet (lcs) documenting the processing of the device in question could not be reviewed as the lot number was not reported. This report is being filed due to medical intervention being required to remove the device from the patient. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure, the tip of the shaver broke off and fell into the patient. A second procedure was performed to remove the tip of the device. The procedure was completed successfully without any procedure delay. There was no patient injury associated with this event.